Event description:
On 09/18/2025, the user reported experiencing frequent low blood glucose (bg) readings, with a lowest recorded value of 48 mg/dl. No hospitalization or additional medical treatment was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.